Event description:
It was reported that the patient had constant alarm tones while connected to their mobile power unit (mpu) earlier that night, and the alarms resolved upon switching to battery power. The alarms were able to be reproduced in the clinic. Interrogation of the device also found low voltage alarms the previous evening. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at either the wall outlet or the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. Log files were submitted for review and captured the reported mpu and low voltage alarms, which appeared to be potentially related to an issue with the mpu patient cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage/power cable disconnect alarms while connected to the mobile power unit (mpu) was confirmed via log file analysis; however, no issues were reproduced on the returned mpu. On 26mar2025 at 19:21:59, power cable disconnect and low voltage alarms activated while connected to the mpu due to both white and black lead relative state of charge (rsoc) voltages diminishing below the alarm threshold. The alarm cleared on its own after connecting to a new power source. The system controller is reconnected to the mpu black patient cable on 26mar2025 at 19:46:27. The issue resolves at 19:46:48 when the controller black power cable is reconnected to fully charged external batteries. Another instance of no rsoc when connected to the mpu is observed starting at 09:09:28 on 27mar2025 when the black power cable was reconnected to the mpu; the white power cable is connected later at 9:09:33. Low voltage and power cable disconnect alarms are active while connected to the mpu; low voltage alarms resolve at 9:09:47 when the white power cable is connected to external batteries, and the power cable disconnect alarm resolves when the black power cable is also connected to external batteries at 9:09:59. A similar instance can be seen from 9:11:25 - 9:11:37. No other notable alarms active in the log file. The mpu was returned for further analysis and the unit functioned as intended, no issues were reproduced when manipulating the patient cable. The unit was left connected to a mock loop for 24 hours and no alarms were produced. Additional information states the mpu had a v-lock connector on the ac power cord, the ac power cord did not come loose from the outlet or from the back of the unit, and there were no environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event could not be determined off the information provided. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number 20181131, was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch is currently available. Section 3 entitled ¿powering the system¿ describes the various methods that can be used to power the heartmate 3 left ventricular assist system. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the system controller, including no external power, low power, and power cable disconnect. Section 8 entitled ¿equipment storage and care¿ describes how to properly care for the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.